Manufacturer narrative:
Patient information was not obtainable. Physician email address not obtainable. The device has not yet been received by the manufacturer for evaluation.

Event description:
A coronary atherectomy procedure commenced. During the procedure the fiber optics on the inside of the spectranetics coronary laser atherectomy catheter were frayed. When the guidewire was removed from the catheter it could be seen that the fiber optics were frayed. The fibers were exposed near the rapid exchange port. No light that could be seen from the damaged catheter as the laser system was not activated once the device was removed from the patient. A second elca was used to complete the procedure. No patient injury occurred. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.

Manufacturer narrative:
Section a) patient demographics received. E1) reporter email address provided. H6) the device was returned and evaluated on 12 sep 2019 with a cross functional team. Looking at the damaged area under the microscope, there was a split in the jacket, exposing fibers, and also a split in the inner lumen. The split on the outer jacket and inner lumen started at the port where the guide wire is inserted, and extends distally. The split in the inner lumen and outer jacket were parallel to eachother, indicating the guidewire would have caused the split if pulled the opposite direction of the catheter. This could have happened upon removal of the device during procedure.